Manufacturer narrative:
Final analysis found the proximal and distal insulations to be damaged at 19.0 cm from the connector pin due to clavicular crush. The damaged distal insulation could create an intermittent short between coils.

Event description:
It was reported that the patient had a syncopal episode and a holter monitor documented an eight second lack of ventricular support. A microdislodgement was suspected.